Event description:
In 2009, the home patient (hp) contacted baxter technical service rep (tsr) regarding a system error 2240 (air in line) alarm during drain 1 of 4 while using the home choice system. There was no obvious cause identified for the 2240 alarm during the trouble shooting process with the tsr. The tsr assisted the hp to end therapy. Twelve days later, contact with the peritoneal dialysis nurse (pdrn) was made and she stated she was aware of the 2240 alarm and the patient was diagnosed with peritonitis three days prior. The hp had a cloudy bag. There was no exit site or tunnel infection. According to the pdrn, the hp was adding heparin to the supply bags, and a break in aseptic technique was identified during this step that could have caused the peritonitis. The patient was not hospitalized. The patient was treated with ancef 1 gram intraperitoneal (ip) and fortaz 1 gram ip. The hp was still taking the antibiotic as of early 2009, and has not yet recovered from the peritonitis.